Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issue. Other - device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator failed a step during testing. The device was not in pt use.